Event description:
It was reported an alarm was heard and telemetry confirmed a critical alarm occurred due to zero ml reservoir volume reached. The print off showed a low reservoir alarm was due to sound (B)(6) 2014. On the date of the report the pump was showing 0ml and 43.9 mls dispensed since update. The patient missed an appointment with the provider in (B)(6) 2014 and the pump ran dry. The cause of the pump alarm was a missed drug refill due to patient neglect. The patient had no symptoms of withdrawal even though the pump was empty. The patient experienced increased spasticity and slight tightness. The hcp became aware of the situation on (B)(6) 2015 and arranged to see the patient the same day to have the pump refilled. On the day of the patient¿s visit to the hcp on (B)(6) 2015, the patient stated they had some symptoms of withdrawal which occurred in early (B)(6) 2014. The symptoms included flushing and chills. The symptoms had resolved by the time of the pump refill on (B)(6) 2015. The patient recovered without permanent impairment and returned to baseline (B)(6) 2015. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).